Event description:
A revision of a total knee arthroplasty was performed for a patient presenting with pain and instability. The tibial insert was replaced. An initial review of the insert shows the appearance of wear.

Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. A visual analysis confirmed that the insert exhibited spalling. The oxidation index was higher than would be expected for 3 years in vivo.